Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was noted to be kinked at 33cm, 58cm and 149cm from the proximal end of the guidewire, the guidewire (ptfe) polytetrafluoroethylene coating was seen to be peeling at 3cm, 37cm and 53.6cm from the proximal end of the guidewire, and the core wire distal end was observed through the distal tip dome. A functional inspection was not available as visual defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, and a non-stryker microcatheter was used with the subject guidewire. During visual inspection, the guidewire was noted to be kinked at 33cm, 58cm and 149cm from the proximal end. The ptfe coating was seen to be peeling at 3cm, 37cm and 53.6cm from the proximal end of the guidewire, confirming the reported event. Based on the analysis, the ptfe coating damage most likely occurred as a result of interaction with the introducer. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed ¿guidewire ptfe coating peeling¿ as well as the as analyzed 'guidewire kinked/bent' as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during one intracranial arteriovenous malformations embolization case, the operator used subject guidewire to work with non-stryker microcatheter to build access. However large area of green coating peeled off at the middle and rear of the subject guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during one intracranial arteriovenous malformations embolization case, the operator used subject guidewire to work with non-stryker microcatheter to build access. However large area of green coating peeled off at the middle and rear of the subject guidewire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.